Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, it was determined that the device tip was bent and failed pre-test for visual assessment. The assignable root cause was determined to be due to user error caused by improper cutter insertion. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device bearings were loose. The craniotome device was returned with an additional attachment device. During in-house engineering evaluation, it was determined that the tip was broken and the device failed pre-test for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During further evaluation, it was determined that the neuro-tip foot had been drilled into. The cause of the drilled foot was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of the device evaluation, it was observed that it was previously reported in error that the tip neuro-tip foot on the craniotome device had been drilled into. The device had a broken tip due to improper cutter insertion. If additional information should become available, a supplemental medwatch report will be sent accordingly.